Manufacturer narrative:
The following devices were also listed in this report: tri ts femur sz4 left; cat# 5512-f-401; lot# ipfb. Tri ts baseplate size 5; cat# 5521-b-500; lot# nbht. Triathlon femoral distal augment 5mm - size 4 left; cat# 5540-a-401; lot# jyxw. Triathlon femoral distal augment 10mm - size 4 left; cat# 5541-a-401; lot# khfj. Tri post augment sz4 10mm; cat# 5544-a-400; lot# kjey. Tri press-fit stem 14mm x 100mm; cat# 5565-s-014; lot# m8c35a. Tri press-fit stem 13mm x 100mm; cat# 5565-s-013; lot# m8a17d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that a patients' left knee (competitors) failed on (B)(6) 2015 and revised successfully. The patient came in for follow up in (B)(6) of 2017 complaining of pain and swelling. Male patient was worked up for infection and scheduled for a revision. Operation was successfully completed.